Event description:
It was reported that the needle pierced the catheter. "It was reported that during peripheral IV cannulation with the angiocath, flashback was obtained confirming venous access. Upon partial withdrawal of the needle and advancement of the catheter into the vein, the need tip appeared distorted (see image attached), with separation at the distal needle tip." Response received on: 5/7/2026 was patient or user harmed? If yes, please explain. The patients were not harmed; however, they experienced pain during IV catheter insertion and throughout the time the catheter remained in the vein. It is stated that "similar occurrences have been noticed on multiple occasions with different nurses" have these past events been reported to bd (if so, could you reference any record numbers). If these events have not been reported, could you provide any additional details for these events? All events were reported together in a single communication, although they likely involved different nurses at different times.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.